Event description:
It was reported that air was leaking during pre-test from somewhere in the breathing circuit. Customer changed device to a new one and the issue was resolved. Then no leakage was detected. No patient injury.

Manufacturer narrative:
H10: device evaluation: the breathing circuit and the breathing bag and the hme filter were returned for investigation. A visual inspection and functional test were performed. Visual inspection results: observation of the returned breathing circuit, hme filter, and breathing bag revealed no abnormalities such as damage related to the reported event. Next, we conducted a leak test on the breathing circuit, hme filter, and breathing bag, but no leaks were confirmed, and it was confirmed that the product conformed to the standard. Conclusion: the reported event was not confirmed. The cause of the reported problem could not be determined.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the breathing circuit and the breathing bag and the hme filter were returned for investigation. A visual inspection and functional test were performed. Visual inspection results: observation of the returned breathing circuit, hme filter, and breathing bag revealed no abnormalities such as damage related to the reported event. Next, we conducted a leak test on the breathing circuit, hme filter, and breathing bag, but no leaks were confirmed, and it was confirmed that the product conformed to the standard. Conclusion: the reported event was not confirmed. The cause of the reported problem could not be determined.